Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and joint pain/arthritis. Medical history and concomitant medications were no reported. On an unspecified date in 2004, the patient's pump was removed and caused him to be in a wheelchair. No allegation against an implanted device was made. Additional information regarding the pump drug, concomitant medications, medical history, clarification of the event, onset of event, patient symptoms , diagnostics performed, and cause of the patient being in the wheelchair was requested, but was not received. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The previously reported serious outcome of "disability" no longer applies to this report. (B)(4).

Event description:
Information was later received from another health care professional indicating that it was unknown what was in the pump in 2004. The patient was not getting the pump filled in this health care professional's office. Other medications listed; percocet, dilaudid. Patient's pertinent medical history; diabetes, chronic pain syndrome, dish, thoracolumbar, radiculitis, irritable bowel syndrome, history of cerebrovascular accident, morbid obesity and "dish" diffuse idiopathic skeletal hyperostosis. When asked to clarify the issue that led to patient being in a wheelchair, the health care professional indicated that in an office note, it was mentioned that when the patient's issues started he also suffered a stroke. The issue was first experienced in fall/winter of 2004. Symptoms experienced in relation to patient being in a wheelchair included; increased pain, upper and lower body weakness. Diagnostics performed included ruling out of intrathecal granuloma, a magnetic resonance imaging was performed. The cause of patient being in a wheelchair was a stroke. The pump was removed in 2004 because it was not controlling the patient's pain.

Event description:
Information was later received from the health care professional indicating that they were not seeing the patient in 2004. They did not have the information on file from 2004 or 1999. Patient's medical history included; no known drug allergies, muscle spasms, chronic pain syndrome, sacroiliac joint dysfunction, chronic neck pain, sacroiliitis nec, myofascial pain syndrome, chronic low back pain, muscle weakness, degenerative disc disease, thoracic spine. When asked to clarify the issue that led to patient being in wheel chair, the health care professional noted the answer as none. It was unknown as to when the patient first started experiencing the issue that led to being in a wheelchair, the diagnostics performed in relation to the event was also unknown. According to the records, the patient was confined to a wheel chair when they first saw him. It was unknown as to why the pump was removed in 2004 ; there was no record stating that the pump was removed at this health care professional's office as they started seeing the patient in 2011.